Manufacturer narrative:
(B)(4). The lot number was not provided therefore the date of manufacture is unknown.

Event description:
A customer reported that their new tracheostomy tube was not as comfortable as the previous version and they experienced difficulty breathing. No additional information was provided. There is no report of serious injury or death associated with this event.